Event description:
It has been reported to philips that the monitors cannot be seen. It is unknown if the device was in clinical use. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported to philips that the system monitors could not be seen. The remote service has been cancelled by the customer and no service is provided from the philips. The codes were updated based on the investigation outcome. Evaluation method code was corrected.